Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the said that at least a year to a year and half ago she noticed that her ins started moving towards the surface of her skin. The patient said that her ins get in the way when she puts on pants. It was also reported that the patient's device was not working properly. The patient noted that her stimulation was turned off in 2018 because she the patient had a back surgery and has not been turned on since.